Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged particles in air path. Patient alleged having chemo for breast cancer. The device was returned and manufacturer could not confirm particles in air path during device evaluation.